Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels (over 500 mg/dl) and insulin injections were administered. Ketones were present (level was not provided). The contact thought that the insulin was not being delivered. After troubleshooting, the pump was found to be functioning as expected. The contact acknowledged that the pump was functioning. Tandem technical support advised the customer to discuss the event with a healthcare provider.